Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the returned device confirms the complaint of the radel handle cracked root cause attributed to product design. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
The black plastic of the instrument´s handle has a fissure. No surgery delay, no adverse consequences for patient, no part remaining in patient´s body.